Manufacturer narrative:
(B)(4). Date of initial report: 03/20/2014. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy procedure, the blade of the device stopped moving and the device jammed. It is not known whether the device jammed in the open or closed position, or if the device jaws were applied to tissue at the time. There was no injury to the pt, and a new device was opened and used to complete the procedure.